Manufacturer narrative:
Manufacturing review: based on the available information and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the investigation of the returned catheter sample a deployment failure could be confirmed. A force transmitting component of the delivery system was found broken in the mid section which made a stent deployment impossible. An indication for a process related issue could not be found. Based on the available information and the evaluation of the returned sample the investigation is confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the applicable labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the stent system and replace with a new unit.' The IFU further states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used'. The catalog number identified has not been cleared in the us, but is similar to the lifestent solo endovascular stent products that are cleared in the us. The 510 k number and pro code for the lifestent solo endovascular stent products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a stent in the right femoral artery, the stent allegedly failed to deploy. Reportedly, another device was used to complete the procedure. There was no reported patient injury.